Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the she had problem getting her reservoir into the pump. The customer stated that the pump reservoir compartment is not damaged or cracked. The customer drive support cap appears normal. The customer was walked through self-test and passed. The customer was advised to rewind pump and try to insert the reservoir again. The customer stated that she was again unable to insert the reservoir again. The customer was advised that the device would be replaced. The customer was device to revert to a backup plan and remain off the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.